Manufacturer narrative:
The reported event of oversensing noise was not confirmed. A lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during the procedure the right atrial (ra) lead exhibited noise oversensing. The ra lead was replaced and the procedure continued with the new lead on (B)(6)2022 . The patient was stable throughout the procedure.